Event description:
The device evaluation revealed a faulty air in line detector. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a faulty air detector. The air detector was replaced, and the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.